Manufacturer narrative:
The reported events of high pacing lead impedance and operation issue (¿wire couldn¿t be inserted into the lead completely¿) were not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant operation. During procedure, the right ventricular lead exhibited high, out of range impedance, and the wire could not be inserted into the lead completely. The lead was removed and replaced. No adverse consequences reported on the patient.